Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via sales rep to our local affiliate ((B)(4)). This case involves a female (age nos) who received poly-l-lactic acid (sculptra) last year (nos), dosage, indication, and therapy dates nos. Relevant medical history and concomitant medication was not specified. On an unspecified date, the pt developed several belated nodules. On (B)(6) 2008, there was improvement in the nodules but the nodules were still ongoing and visible. No further info was provided. A ptc (pharmaceutical technical complaint) has been issued.